Event description:
The customer reported that a pump infused a fentanyl bag (1250mcg) faster than programmed. The fentanyl bag was programmed to infuse over 5 hours and the pump infused the entire bag before the 5 hour duration. The customer reported no patient harm. The customer declined to provide any more information of the event.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.